Manufacturer narrative:
This is one event for the same pt involving two separate products: associated MDR #1225714-2014-00279, 00280.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on (B)(6) 2013 after the use of the product.